Event description:
It was reported that a female pt was in the coronarography unit. The super arrow-flex (saf) sheath was inserted via the right femoral artery. The intra-aortic balloon (iab) was inserted through the sheath when it became blocked. The iab and saf sheath were removed together. Another (B)(4) was inserted through a teflon sheath via the same insertion site. There were no pt death, injuries or complications noted. The pt outcome was listed as fine.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.